Event description:
Surgical procedure performed due to infection. The knee was washed out and the poly exchanged. Intraoperatively noted poly wear of the insert.

Manufacturer narrative:
It was reported that the primary surgery took place approx 15 yrs ago. No product was returned. Product info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported infection or polyethylene wear based on the provided info. However, infection after approx 15-yrs implantation is unlikely to be product related. Based on the investigation findings, the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.